Event description:
Maude report (B)(4) submitted through FDA by hospital risk manager states that a tc3 12.5mm insert was implanted in error. The surgeon requested a stab+ 12.5mm, but the vendor handed him the wrong insert and it was implanted in error. The patient required a second surgical procedure the following day to correct the error. The similarity of the labeling and boxes has been considered to be a contributing factor.

Manufacturer narrative:
The product and package labeling associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports of label related problems against the product code or lot code. The (B)(4) pfc sigma tc3 ins 12.5 mm, sz2 package label and product code description do not reference plus. The (B)(4) pfc sigma stab+ ins 12.5 mm sz2 package label and product code clearly state stabilized plus. The root cause is attributed to user error. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed